Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for investigation. A complaint history review is not required during the investigation of arrow branded products due to the limitations of a kitted product. All complaints are trended across product families on a monthly basis per (B)(4). A device history record review was performed on the epidural catheter with no relevant findings. The IFU for this kit, e-17019-109a; rev. 07, was reviewed as a part of this complaint investigation. The IFU warns the end user, "never advance catheter more than 5 cm beyond the needle tip. Advancing catheter more than 5 cm increases the likelihood of catheter-related complications." The IFU also warns the user, "never tug or quickly pull on catheter during removal from patient to reduce risk of catheter breakage. Do not apply additional tension on the catheter if catheter begins to stretch excessively. Reposition patient to open the vertebral interspaces and re-attempt removal if resistance is encountered or if catheter stretches excessively during removal." A corrective action is not required at this time as a potential root cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed because a sample was not returned for analysis. A device history record review was performed on the epidural catheter with no relevant findings. Therefore, potential cause of this complaint could not be determined based upon the information provided and without a sample. Teleflex will continue to monitor and trend related events.

Event description:
Medwatch report #mw5086941. The complaint states: epidural catheter became disconnected from the epidural tubing. FDA safety report ID# (B)(4). Additional information indicates that the epidural catheter was replaced, there was no patient injury, and the patient was discharged in stable condition.